Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for arteriosclerosis obliterans. It was reported that the controller's battery has been running low for the past couple of days, but the stimulator is not charging. It feels as if the coating at the joint between the antenna and the cable has been peeled off and is causing a short circuit. It is getting hot. It has been reported that currently, the stimulator is at 70% and even when the controller is charged to 100%, the charge depletion of the stimulation device until it reaches 100% is faster than before. There were no known environmental, external, and patient factors that may have caused the event. There were no actions taken and no troubleshooting performed to resolve the issue. The issue was not resolved at the time of the report. No health damage was reported. Additional information was received. It was reported that the cause of the charging issue and controller depletion issue was unknown. The further actions taken to resolve the issue were that the recharger was replaced. The issue has since been resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755 , serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). H3. Analysis of the recharger (serial# (B)(6) ) found that the device was scrapped due to being cut and due to the recharge antenna failure of a no device found message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. G2. Foreign: japan medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.